Event description:
Customer reported that they were hospitalized for low bgs and believes that this incident was caused by the fact that no basal rates, could be set and they could nor see anything on the display. Customer previously (9/16/2002) called to report that the pump had been cracked and dented or otherwise "trashed" when they fell while running down the street, customer was advised at that time to disconnect and try to make arrangements for a replacement.